Manufacturer narrative:
Medwatch sent to FDA on 08/17/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, excessive under eye bags, and purpleness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema, under eye bags, and purpleness as follows: contra-indications "do not inject juvéderm volbella with lidocaine into the eyelids. The application of juvéderm volbella with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Coloration or discolouration of the injection area."

Event description:
Healthcare professional reported patient was injected to the under eye area with juvederm volbella with lidocaine. Patient used ice and arnica cream after injection. Approximately 1.5 months later patient developed under eye edema. Patient took augmentin which was recommended by the patient's friend. The injecting physician prescribed hirudoid cream. The physician reported "filler disappeared in 3 months and made excessive under eye bags." Patient's edema was "recovered mostly" however they still have purpleness.